Event description:
It was reported that balloon rupture occurred. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation. However, during the fourth inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.